Event description:
It was reported that after 3 and a half years of implantation of an inflatable penile prosthesis, the patient presented with erectile dysfunction. A physical exam with the physician showed pump inflation problems due to a block pump button. The rmi exam did not show leaks. The patient is stable, but the event has not resolved.